Event description:
It was reported that the insulin pump alarmed button error and the screen of the insulin pump was frozen. The customer's blood glucose was 110 mg/dl. The customer stated that they were cutting grass and they feel that the device was exposed to humidity. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm. No frozen screen noted. The insulin pump received with minor scratches on display window, cracked reservoir tube lip and missing end cap sticker.